Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up and started vomiting. The patient noticed that his cgm had ¿stopped working¿ sometime while he was sleeping and was not providing any cgm values. No specific details on what error message the cgm was displaying was reported. The patient¿s parent tested the patient bg meter reading, which was high mg/dl. The patient was wearing a tandem insulin pump. The patient¿s parent treated the patient with a 4-unit insulin injection. The patient¿s sensor was not replaced and the patient went back to sleep. When the patient woke up the following morning, the patient was ¿fine¿ and replaced his wearable. The patient was ¿fine¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.